Event description:
User received a discrepant vancomycin result for one pt sample. The serum specimen was run from an aliquot tube. Initial result gave 56.69; repeated twice giving 20.83 and 21.59 ug per ml. User said the initial result was not reported, therefore, the pt was not treated based on the discrepant result. The field service representative was unable to determine a cause. To verify analyzer performance, a workstation accuracy test, check test and fp precision test were performed with all results within specification. Additionally the customer reported the technician working when this event occurred was not performing instrument priming required during begin of day maintenance.